Event description:
A medwatch was rec'd and reported a consumer experiencing visual distortion following bilateral intraocular lens (iol) implant surgeries. Additional information has been requested. There are two medical device reports associated with this event; this report is for the fellow eye.

Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause: no lot/serial number or sample was returned by the customer. No root cause can be determined at this time. Action taken: no further action is warranted at this time. Complaint trends will continue to be monitored and further action will be initiated when deemed necessary by the appropriate responsible management personnel. Additional information was requested 12/06/2010 and 12/20/2010 by phone. (B)(4).